Event description:
It was reported that there was a confirmed overdischarge and a physician mode recharge (pmr) did not successfully reset the device. It was noted that a replacement was a required action. It was noted that the patient did not charge the battery for about a year and three months. It was noted that the patient was alive with no injury and there were no patient symptoms associated with the event. Additional information received reported that there were telemetry issues. It was noted that the ins was overdischarged for 1.5 years and was to be replaced today. It was noted that they tried to address the overdischarge by doing 7 physician mode recharges (pmr) two weeks ago but it didn¿t work. It was noted that patient wanted to get the ins replaced and use stimulation again. Additional information received reported the patient had their battery replaced and the patient was doing very well.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3 777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).